Event description:
It was reported that during a lap gastric bypass procedure the surgeon stated that both trocars were leaking. The surgeon likes for the pressure to be 15mm and with the leak occurring, the pressure was on stay out 8mm. The surgeon tied umbilical tape around the trocar cap where it sets onto the housing. After wrapping the trocars with tape the surgeon took towel clamps to hold the trocars together. This slowed down the leak and the pressure was brought back up to 15mm. . The case was complete with no patient consequence.

Manufacturer narrative:
(B)(4). Leak the analysis results of the cb12lt device found that it was returned in good visual condition. The device was functionally leak tested and failed without test probe inserted. One possible cause for this type of issue is excessive bending load as a resulting from surgeon manipulation of inserted devices. The batch record was reviewed and no anomalies were noted during the manufacturing process.